Manufacturer narrative:
Corrected data: in the initial MDR, the following was reported. It was initially reported that the lens would not advance in cartridge. In further review of the complaint, this information did not pertain to this report and was inadvertently included in error. Should reflect the following: it was reported that an intraocular lens (iol) was implanted in the eye of a (B)(6) female patient, and defects along the optic edge were noticed. Reportedly, the lens remains implanted. No patient injuries or visual issues reported. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the lens would not advance in cartridge. Follow up information was provided and reported that the intraocular lens (iol) was implanted in the eye of a (B)(6) year-old female patient, and defects along the optic edge were noticed. Reportedly, the lens remains implanted. No patient injuries or visual issues were reported. No further information was provided.